Event description:
A male pt contacted lifecor customer support to report that he had been receiving constant "adjust belt" and "check belt/see manual" messages for the past twenty-four hours. He stated that he is unable to download. Support sent the pt a replacement monitor and electrode belt.

Manufacturer narrative:
Monitor, electrode belt - 10/2006. Device eval summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the cable from ECG b to ecga. There was a short to the 5 volt line. These broken wires caused the "adjust belt" messages. The root cause of the broken wires appears to be misused. The electrode belt looked to have been snagged on something forcibly removing the wires from the strain relief. The electrode belt was repaired, retested and restocked. The monitor was fully functional. It was refurbished, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the electrode belt cable. The pt received a replacement electrode belt and monitor.